Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during the lobectomy, there was significant bleeding when the product was applied at the time of transection of the pulmonary artery. Medical measures was taken to stop bleeding. A medical or surgical intervention was needed to prevent a permanent impairment of a function. The patient had undergone chemotherapy or radiation treatments. Patient status: alive - no injury. Patient medical history: lung cancer.